Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood (bg) glucose level of 250 mg/dl, and trace ketones. Reportedly, the cause was an unspecified error with the pump. The customer went to the emergency room (ER) where intravenous insulin was administered to address the reported issue. The customer left the ER in fair condition and a bg of approximately 200 to 250 mg/dl. Subsequently the customer was hospitalized. Although requested by tandem technical support, the customer declined to upload the pump data logs. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts. No additional information regarding the issue is available.